Event description:
Coil failed to deploy from the microcatheter in the expected shape. This had patient contact, but no harm was done. A new coil was used to complete the splenic embolization procedure.